Event description:
It was reported that small specks of plastic were found floating inside of an intravia 50 ml container. This was noticed during filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for evaluation. Visual inspection via the naked eye was unable to identify particulate matter. The device's fluid was then emptied using a filter, and no particles were found in the filter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.